Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st mesh on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial emdr submitted (MDR number: 1213643-2022-96205). This supplemental emdr is being submitted to report the additional information as per amended legal claim. No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the bard/davol ventralex st (device #1). An additional emdr's were submitted to represent the bard/davol ventrio st (device #2) and bard/davol ventralight st (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st mesh on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per second legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex stand ventrio st, ventralight st and phasix st on (B)(6) 2014 and/or (B)(6) 2021. As reported the patient is making a claim for an adverse patient outcome against the ventralex st on (B)(6) 2014, ventrio st and ventralight st. Attorney alleges that the patient had revision surgeries on (B)(6) 2021 and (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.